Manufacturer narrative:
The complaint is confirmed, the device was returned with severe distal end damage which appears to have been caused by an electrical short. We cannot determine with certainty what lead to the device failure. It was observed that both the top and bottom ceramic insulators are cracked; this would indicate that the distal tip of the device was exposed to excessive force that caused the ceramic insulators to break. The cracked ceramic insulators may have lead to an electrical shorting condition which may have resulted in a plasma arch that may have melted the silicone which then dropped into the pt, and was recovered. We have reviewed the device history records associated with the build of this lot and have found no discrepancies in the manufacture of the lot. We will monitor the complaint data for further occurrences.

Event description:
During a colpotomy procedure while using the plasmaspatula electrode, some of the plastic insulation melted and a piece of the melted plastic fell from the device on the vaginal cuff. The melted plastic was quickly removed in a solid piece with a grasper. The procedure was 95% complete at the time and it was finished with a monopolar hook. No pt injury.